Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right internal carotid artery the microcatheter broke while advancing the flow-diversion device. It was reported that there was difficulty during navigation and while trying to advance the device as there was resistance in the middle and distal segment of the device. The device then became stuck in the distal segment of the microcatheter and the microcatheter broke. The entire system was removed from the patient and a new device was used to complete the procedure. It was further reported that the patient had paresis in the arm; however the cause is unknown.

Event description:
Medtronic received additional information that the aneurysm treated was located in the periophthalmic segment of the right internal carotid artery. The paresis was in the left arm and has resolved.

Manufacturer narrative:
The marksman catheter was returned with the flow-diversion device stuck within the catheter body. The marksman was found to be separated at 29.0 cm from the distal tip in two segments. The flow diversion device was pushed out of the catheter lumen with difficulty. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be flattened and accordioned. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. No other anomalies were observed. Based on the customer's photos and analysis findings, the clinical observation was confirmed. The broken ends of the catheter exhibited stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. We are unable to definitively determine the cause of this event; however, the damages seen on the catheter body fattening/accordioning/separating), suggest there was excessive force used. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.